Event description:
A rehab facility called for assistance checking the results as displayed in the device. After phone trouble-shooting, it was discovered that the device's display was not showing one digit for the test results. The device was replaced and the defective one returned for investigation.

Manufacturer narrative:
An unk external force on the glass screen display pushed on the pcb supports causing them to fail and bend in addition to the glass cracking.